Event description:
Same event as MFR #: 2134265-2008-02027. It was reported that during rotational atherectomy procedure, the vessel "shut down." The lesion was located in the left anterior descending (lad) coronary artery. After successfully ablating the lesion, the physician attempted to dynaglide out of the vessel; however, the distal end of the floppy guide wire began to "flop" around. The clip was on the device. The physician attempted to dynaglide again, and the guide wire began "flopping" around both inside and outside of the body. As a result, the vessel "shut down." The catheter and guide wire were removed, and the lesion was stented. No further pt injuries or complications were reported. Pt status is listed as "fine." Several attempts to obtain additional info have been unsuccessful.